Manufacturer narrative:
Review of radiographs received indicates the interbody device appears to have subsided into the posterior portion of the l5 vertebral body. No trauma or impacts have been reported. It is unclear if the patient has complied with post-operative care instructions and/or mobility limitations. It is not known if the patient has sufficient bone integrity. Construct revision is reportedly expected but has not yet occurred. Labeling review: "contraindications include but are not limited to: ..." "...patients with inadequate bone stock or quality." "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications." Device not explanted.

Event description:
Seven months following implantation of an interbody spacer with unilateral posterior fixation in (B)(6) 2015, the patient reported having radicular symptoms. Review of radiographs suggested the possibility of implant migration. No injury has been reported and no surgical revision of the construct has occurred as of the report date.

Manufacturer narrative:
Supplemental report has been submitted to add the lot code number.

Manufacturer narrative:
Supplemental report submitted to initial part number provided was not correct. Product was returned tested and alleged failure could not be duplicated.